Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 37 mg/dl. Reportedly, customer was unaware of bg being low. Customer addressed bg with a snack. Recommendation was made by tandem technical support to consult healthcare provider.